Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigation system was unresponsive during navigation of a cranial procedure after disconnecting the emitter from the axiem box. After reconnecting the emitter the software did not respond to the mouse. The rep rebooted the software and got back to the navigate screen. The select projection button was grayed out in the navigate tab, so she had to go back to register and then forward to navigate in order to select the button. The surgeon was able to continue the use of navigation, and complete the case with no negative impact to the outcome of the patient.